Manufacturer narrative:
Section d4, h4: additional information investigation summary: the report of a separation of the driveline bend relief from the metal connector was confirmed through the account¿s submitted photograph and the onsite evaluation by an abbott representative. A clamshell repair was successfully performed according to hmii perc lead field repair kit instructions (document (B)(4), rev. C) on (B)(6) 2019 under work order #(B)(4). No alarms had been reported by the patient or captured on the system controller. The patient was asymptomatic and there were no further issues following the repair. The patient remains ongoing on the device, and no further events have been reported at this time. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #(B)(4). No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Age of device: 2 years, 1 month, 25 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that driveline rubber disconnected at metal end where it connects to the controller. On (B)(6) 2019, tech representative performed a clamshell repair and issue resolved after repair. Device will not be returned for evaluation. No further information was provided.